Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced many low blood glucose levels from using the insulin from the insulin pens that she inserted into the insulin pump. The customer's blood glucose level was 460 mg/dl because she did not insert the infusion set's cannula properly. The customer treated her high blood glucose level with a bolus. The customer experienced a low blood glucose level and someone had to call the paramedics on (B)(6) 2016 to give her a tube of sugar. When she woke up her blood glucose level was 67 mg/dl. The device was not returned.